Event description:
Reporter indicated a physician "has noticed strange changes in the parameter settings without the doctors knowledge. Pulsewide all of a sudden from 250 to 500." Due to a strike among the nurses in another country good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.